Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system. It was reported the image acquisition system (ias) pc software did not look the way it was supposed to look. The rep reloaded the system software on both the mobile view station (mvs) and ias and restored old backup from a recent planned maintenance (pm). A full system checkout was performed and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information about an imaging system. It was reported outside of a procedure that the pendant on the mobile view station (mvs) was showing no status for motion and also showing the mvs as disconnected. The manufacturer representative (rep) confirmed that multiple reboots did not fix this issue. There was no patient present when this issue was identified.